Event description:
It was reported the patient was having very unusual symptoms and they seemed to be escalating. The patient feels an icy cold feeling in their back and it was very painful. The patient almost passes out from the pain. On a scale from 1-10 the patient reports they are 20. The pain migrates around the upper torso like a bandage. It never goes away just fluctuates from bad to worse, but never goes away. The patient reported to the hcp but the hcp thought it was possible to be related to the pump, the pain hcp did not. The patient suspected the catheter to be ¿seeping or leaking¿ due to the location of the pain and the icy band feeling which is around the torso and back. The pain in the back was causing very high, elevated blood pressure and started around the same time the pain in the back. The patient also had been shaky on their feet and fell forward into the door frame and was a hard enough fall, broke the skin just above the right eye brow. The patient went to the ¿phc¿, did an xray or CT scan to verify the pump was in place but stated this was about the same time they had the icy pain in their back. The patient was recently in hospital. The hcp suspected the last hospital stay was tied to the pump. The patient also reported it was at ¿7.48 about a year ago and gradually began decreasing the pump¿. The patient stated ¿got down to about 1.44 then about 5mg under 2 mg because the patient wanted to use the least amount as possible.¿ the pump was used to deliver dilaudid, bupivacaine and baclofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. The patient had an appointment on (B)(6) 2014 at 2:45pm. It was also indicated that the patient was still having concerns with her device or therapy but had not sought further help. The patient thought that the "plastic" catheter might be leaking medication into her body catheter but the problem could have been neuropathic pain. It was further noted that the patient felt that the plastic catheter could have been leaking medication, but her doctor really didn't want to discuss this further with her. An "indicator, risk, kink in catheter" was noted. However, it was unclear what this meant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that patient believed that her catheter was "seeping fluid" into her body. The patient thought that the catheter had been leaking since (B)(6) 2013. The patient had icy hot burning in her body cavity. For the past month, the patient had an icy hot sensation in her back. Her whole back hurt, but the right flank, the side that the catheter wrapped around, was in a lot of pain. The patient had pain when she would lie too long on her back and she could not sleep; when she would lie in the same position, it increased her pain. The pain was so intense that it made her blood pressure spike to 171/105 with a pulse of 126; the patient's normal pulse was 62. The patient was an athlete and still worked out. The patient also had a loud ringing in her ears; at times her speech was slurred; she had not driven in 1 month; she couldn't walk; she felt like she was in an "altered state" at times; every muscle in her body was burning; she had an elevated crp (10 days ago it was 9.13 it was down to 5.09 about 1 week ago); the patient was in so much pain that she paced the room at night and didn't sleep; the patient had not slept in 2 days. The pump and catheter had never been tested. It was noted that the pump did not have any volume discrepancies. The pump dose had been increased at the past two refills. The pump managing physician didn't believe it was possible that the patient's symptoms were device related and the patient was unable to get a second opinion from another doctor.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).